Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report air bubbles in the reservoir. Customer's blood glucose at the time of the incident ranged from 108 to 170 mg/dl. Troubleshooting was done. Product is expected to return.

Manufacturer narrative:
Evaluated 3 pen/used reservoir. Performed pre-fill test to reservoirs. No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal, bolus leaking test as follows: reservoirs filled with diluent and connected to new infusion set. Installed reservoirs and connectors into a pump. Conclusion: reservoirs no air bubbles and not leak. Did not continue dripping insulin after test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.